Event description:
Difficult, tortuous, calcified lesion. The target lesion was cx/marginal. Stent inserted, due to calcification, unable to deliver to the anticipated site. Removal of stent delivery system and stent was not on the balloon. Stent had stripped off of the balloon shaft. Full fluoro/cine after the incident. Unable to find the stent after it stripped off. No injury to patient. What was the medina classification? 1,1,1. What was percent stenosis? >80%. Was the device used for a chronic total occlusion (total occlusion > 3 months)? No. What was the degree of calcification (none/low/medium/high)? High. What was the degree of tortuosity (none/low/medium/high)? Medium. What guide catheter (size and type) was used? Believed to be an ebu. Did the device prep normally (i.e. Maintain negative pressure)? Prepped normally. Was there any resistance/friction while inserting the balloon through the rotating hemostatic. Valve? No. Was there any resistance/friction while inserting the balloon through the guide catheter? No. Was predilatation performed prior to attempting to place the tryton stent? No. Was there difficulty reaching the lesion? Yes. Was there difficulty crossing the lesion? Yes. Were multiple dilatations performed during the attempt to place the tryton stent? No. Was a subsequent tryton stent successfully deployed at the intended site? No.